Event description:
Alleged deflation. Follow-up findings: as per physician pt complained of pain in left breast. Device was not deflated.

Manufacturer narrative:
Pt's name in "e1" section is not provided to maintain confidentiality.